Event description:
Report from japan states, "medical staff found that about 3/5 of drug (about 36ml) had been infused in one day. Two pts slept and one pt felt dizzy. The pts recovered after they detached the infusor." The infusor contained 12ml of buprenorphine plus 48 ml of normal saline.